Manufacturer narrative:
The case was received, assessed and investigated per sonova internal complaint handling process. Device analysis: upon testing the device, a waxguard was installed, and within seconds, it was removed from the hearing aid with minimal effort. An issue with the cerustop retention was observed. Inspection of the device shows there seems to be an fork-like occlusion inside the device that may have contributed to the waxguard being pushed out of the device. The exact root cause remains unclear. The device will be repaired and make sure the cerustop holds to the new bushing after repair. Analysis of service/ maintenance records: there is no prior service history recorded. Labelling review: the patient's IFU contains a warning that in very rare cases if not securely attached, a cerumen stop can remain in your ear canal when removing the hearing aid from the ear. In the unlikely case that such part gets stuck in your ear canal, it is strongly recommended to see a physician for safe removal. Risk file assessment: the risk addressing part detaching and remaining in the ear already exists in the risk file and is considered adequate. Trend analysis: no positive trends have been observed on the market. The manufacturer checked similar cases from the last 3 years. There have been no long lasting or permanent consequences on patients' health reported due to wax guard stuck in the ear. Removal is often due with forceps or suction. There was no impact after removal.

Event description:
It was reported that the wax guard felt into patient's ear canal. It happened already three (3) times. Patient had to have the wax guard removed from the ear. No other consequences reported.